Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with pre-fill syringe. The both saline and heparin combinations are used. They did have the recalled lots present in their stock at home but could not state for certain if they used it or not. For a long time, the pt has had chronic issues with clotting in the IV line and takes activase routinely in the IV line to prevent clotting. Approx for 8 months to a year, every time they would flush the line, the pt would have a mild temperature which would last approx one hour. Medication was not given as a result of the temperature. There was also pink/redness at the site of the IV. They pulled the line and replaced it on (B)(6) 2013. As of the last visit shortly after the new line was placed, there was no redness noted. No blood cultures have been drawn. The pt is currently base line and fine but continues to have the clotting problems and transient temperatures. All samples were returned to their supplier, there are no samples available for eval.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.